Event description:
A malfunction was reported on the pump by the caller, specifically indicating a malfunction code of malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and sent the customer a replacement unit with updated software. The customer was advised to use multiple daily injections (mdi) as a backup therapy. They also received instructions on using the new pump, managing their current device in storage mode, and returning the faulty pump to tandem with a pre-paid label. The customer acknowledged all instructions provided.